Event description:
Customer reported the film door would not stay closed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left and right plungers that hold the door in place. System operates as intended.